Manufacturer narrative:
As the date of this report, the product was not returned to the manufacturer, the investigation is then no completed. A medwatch follow-up will be submitted when the investigation is completed.

Manufacturer narrative:
Universal modular electric/battery double trigger handpiece serial number (B)(4) has been returned for complaint investigation. Upon receipt, it has been confirmed that the problem could not be reproduced. Though, a leak was noticed at the level of the battery support and the motor was damaged. Both battery support and motor have been replaced as well as all seals. The product was returned to the customer.

Event description:
It was reported that during surgery, the double trigger handpiece ran without action on the triggers. No patient harm or injury has been reported. A surgery delay of 30 minutes has been reported.